Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : visual examination of the returned device confirmed the reported allegation. The device shows wear on from the hex tip. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The head on the cardan screwdriver is damaged. No surgical delay. Complaint was reopened to receive the returned devices.